Manufacturer narrative:
The exact event date is unknown. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) was inserted, and attempted deployment wouldn't allow the unknown sheath to pull back. The material appears to have swelled up and bulged the device out to the point that the unknown sheath was unable to come back over it. There was no reported patient injury. The physician had quite a bit of experience with deploying mynxgrip device. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. The device will be returned for evaluation along with the remaining unused product in the box for further investigation.

Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) was inserted, and attempted deployment wouldn't allow the unknown sheath to pull back. The material appears to have swelled up and bulged the device out to the point that the unknown sheath was unable to come back over it. There was no reported patient injury. The physician had quite a bit of experience with deploying mynxgrip device. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. The device was not returned for analysis. A product history record (phr) review of lot f2109201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to open the sheath¿s stopcock prior to the shuttle down step, may have contributed to the reported event. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The exact event date is unknown. Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) was inserted, and attempted deployment wouldn't allow the unknown sheath to pull back. The material appears to have swelled up and bulged the device out to the point that the unknown sheath was unable to come back over it. There was no reported patient injury. The physician had quite a bit of experience with deploying mynxgrip device. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle with the stopcock open. The procedural sheath was on the outer cartridge tubing and fully retracted. The advancer tube was on the catheter shaft, protruding out from the shuttle cartridge tubing side slit. The sealant was observed to have been exposed to blood, was swelled, and stuck to the device components. The syringe was connected to the procedural sheath and the stopcock was open. In addition, 4 sterile mynxgrip vascular closure devices 5f were also returned for evaluation. Three samples were randomly chosen from the returned sterile units for visual inspection. No visual damages/anomalies were observed on the returned units. Per functional analysis, during the unsheathing step significant resistance was felt when the shuttle cartridge was being retracted to the black handle. It was revealed that the sealant was stuck to the device components, dried blood was found in between the catheter shaft and the advancer tube, and in between the advancer tube and the shuttle cartridge tubing. The sealant and procedural sheath were removed from the device and the device was submerged in water to soften the dried blood. After the shuttle cartridge was able to be retracted to the black handle without issue. The advancer tube was found properly engaged to the proximal tamp lock, per the mynxgrip instructions for use (IFU). After unsheathing, heavy blood was observed on the catheter shaft and on the surface of the advancer tube. The condition of the returned device is consistent with a device deployment jam. The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. A deployment test was also performed on the three samples. The sealants of the samples were successfully deployed on the catheter shafts, and the advancer tube were found properly engaged to the proximal tamp locks as intended. No functional nonconformities were observed. Per microscopic analysis, visual inspection under high magnification showed that the sealant was soaked in blood, had an increased profile, and protruded out from the outer cartridge tubing side slit. Heavy blood was present on the catheter shaft and on the surface of the advancer tube. The condition of the returned device indicates that blood was trapped inside the sheath and caused the sealant to hydrate prematurely. The condition of the returned device showed that the sealant may have been prematurely hydrated. A product history review of lot f2109201, revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was confirmed during analysis of the one returned device. The exact cause of the reported event could not be conclusively determined; however procedural factors may have contributed to the reported event. Premature hydration of the sealant leading to an increased profile and adhering to the device components may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review, the information provided, nor the analysis of the returned device suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.